Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device has not been returned for evaluation. Therefore, root cause has not been determined. Additionally, the customer indicated that they have retired the ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned.

Event description:
It was reported to vyaire medical that the vela ventilator had problems with vti (tidal volume of inspiration) and vte (tidal volume of expiration) that were inaccurate. Vti reads 439ml and the vte reads 397ml. Furthermore, there is no information regarding patient associated with the reported event.